Event description:
Customer reported via phone call to have low blood glucose of 43 mg/dl, which was treated with food. Customer reported of running out of insulin every two days. Customer reported of being new to insulin pump therapy. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting, customer reported that drive support cap was flushed. Customer also reported of rewinding insulin pump while still connected. Troubleshooting could not continue as call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.